Event description:
The procedure was a contralateral sfa intervention. The thumb switch on the turbohawk would not slide completely off during the procedure. No injury to the patient reported. Upon evaluation of the returned device on (B)(4) 2013, found that the housing window of the turbohawk exhibited material deformation and contained fragments of a stent (unknown make and model).

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The instructions for use (IFU) states under contraindications, "do not use for in-stent restenosis at the peripheral vascular site." Additional information has been requested. Should it become available, a supplemental report will be submitted.